Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 35mg/dl and they consumed carbohydrates to address the bg level. After the occlusion alarm, the customer disconnected from the pump and reverted to manual injections for diabetes management. The customer stated the instance of hypoglycemia was not directly induced by the pump, they typically have less control over their bg levels when receiving insulin via manual injections.